Event description:
Scalp electrode broke. After delivery of infant, hosp employees discovered approx 1/2 inch portion of the wire in infant's scalp. The wire was removed without problems. All packaging and product has been discarded.